Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient endured vomiting and a blood glucose (bg) exceeding 300 mg/dl, while wearing the pod longer than 48 hours on the arm. Patient was "not able to hold anything down," therefore, was unable to ingest carbs or deliver insulin. Subsequently, patient visited an emergency room where physician provided a diagnosis of stomach bug. It should be noted that physician advised stomach bug caused patient's bg to rise. Diabetic ketoacidosis was ruled out and treatment included administration of fluids and application of new pod.